Event description:
The patient was accessed with a 3/4" inch 20 gauge needle. Five days later, the patient was at his procedure when it noted there was crack in the needle tubing with fluids leaking out. The patient was deaccessed and then reaccessed with a new needle, a 3 ml blood waste was obtained prior to flushing the ivad.